Manufacturer narrative:
This report is submitted on january 02, 2023.

Event description:
Per the clinic, open circuits were noted on 13 electrodes. The device was explanted on (B)(6) 2023 and was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on (B)(6) 2024.